Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead had been programmed off at an unknown date. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.